Event description:
Patient underwent fluro and contrast injection for evaluation off existing cvad (central venous access device). After procedure, needle cover/protection device did not deploy to cover needle when removing port needle. Manufacturer response for power injectable infusion set, power loc max needle (per site reporter). Equipment failure reported to bd customer service (844-823-5433). Representative indicated someone would be in touch with me via email and will provide mailing labels. Equipment is available for return to the manufacturer.